Manufacturer narrative:
Evaluation of the returned device by engineering determined the driver appears to have experienced a shear ductile overload condition. It was noted the screw was already loose thus the cause of this failure is unknown. Review of manufacturing history records found a total of (B)(4) pieces of lot 00150up were released for distribution on 5/3/2016 with no deviation or anomalies. Review of complaint history did not reveal a trend for reports of this nature. No corrective actions are being recommended since the cause for this devices failure is unclear.

Event description:
Quality received (B)(4) without any further information. When the sales rep was contacted, regulatory was informed that during a procedure a class I reform driver, hxx-39-0001, was broken. During a procedure the doctor observed loosening of a screw intra-operatively while revising an adjacent level construct. The driver was broken while removing the 39-pa-5535 screw. He was able to completely remove the screw using the broken driver. The doctor replaced the screw with a larger diameter reform screw using another driver that was provided in the set. There was no delay and no patient harm reported.